Event description:
It was reported that during a stomach procedure, the linear cutter worked, after reload clips were not closed. The second linear cutter worked but the surgeon didn't know which one. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (Device b): (B)(4); exp date = 05/22/2015, 6/22/2010. Device a was received in good visual condition and without a reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Device b was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.